Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the batch history records show there are no indications to suggest that the batch did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that when the interface cable c was connected to the dii control unit, there was a short circuit in the control unit. No significant delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Interface cable failed functional tests. The dii test control unit used in testing cable lost power when cable was plugged into connector on rear panel of test unit. Interface cable grew warm during testing. After troubleshooting, the cause of the short and overheating was observed to be a defective cable. A visual inspection was performed on the cable's external covering and no physical damage was observed. It was determined that the cable has a shorted and/or open internal wiring. The complaint investigation has concluded that this cable has succumbed to physical damage to internal wiring. Factors which can contribute to a shorted cable include rolling a heavy cart over the cable or excessive bending. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.